Manufacturer narrative:
The subject device received and evaluated. Device inspection and evaluation , service repair noted that due to wear of angle wire, bending angle does not meet the standard value. Due to deformation of bending tube, the play of u/d (up/down) knob is out of the standard value. The customer reported issue of low angulation was confirmed. In addition, device inspection and evaluation found the device forceps elevator has foreign material. Clogging of the nozzle was observed and due to clogging, water removal ability does not meet the standard. Furthermore, the following findings were noted on the device during inspection: objective lens has a scratch. Adhesive on a-rubber is detached. A-rubber has discoloration. Connecting tube has a scratch. S-cover has a scratch. Grip has a scratch. Sw1 has a scratch. Universal cord has discoloration. / universal cord is sticky. S-connector (s-connector) has a scratch. Distal end has a scratch. Acoustic lens has a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that before an unspecified procedure, the device was checked and found problem with low angulation. The device was inspected physically by the site technician and found low angulation at all directions. The issue found at preparation for use. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found forceps elevator has foreign material.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be on (B)(6) 2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the forceps elevator had foreign material on it. It¿s likely the forceps elevator was improperly cleaned due to a clogged nozzle and cracked tip. The root cause of the event was unable to be identified. The instructions for use state:¿ 3.2 inspection of the endoscope - inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer noting that the reported event occurred during preparation for use of a therapeutic endoscopic ultrasound-guided fine-needle aspiration (eus-fna) procedure. The procedure was completed using the same device, as the customer confirmed the angulation issue was manageable to complete the procedure. There was no delay to the procedure. There was no patient harm or consequence reported as a result of the event.